Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon third inflation at 10atm. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. There were no complications reported and patient was in good condition post procedure.